Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The initial reporter was the patient.

Event description:
It was reported that the patient attempted to pair the implantable cardiac monitor to the application on the phone. It was unsuccessful and the patient was sent a mobile transmitter. Multiple pairing attempts were made and were unsuccessful. No further information was available.